Event description:
It was reported that during a filter placement procedure deployment issues occurred. The intended location for treatment was the vena cava. There were no vessel tortuosity issues. A 12f greenfield filter was successfully advanced to the target location without difficulty and was a smooth transition. Upon deployment 2 or 3 legs deployed and attached to vessel wall. The other legs appeared to be crossed and undeployed. The physician did not feel the need to place another filter. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).